Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash with some pimples which are itchy on the back. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised to end use of the lifevest to allow the rash to heal. Outcome of the rash is unknown.